Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with 80% stenosis. The 5.0x8mm nc trek balloon dilatation catheter (bdc) was inflated twice at 12 atmospheres (atms) but could not be fully deflated. Force was applied in an attempt to return the balloon catheter to the guiding catheter and the balloon shaft separated into 3 pieces. Eventually the catheter was removed together with the entire system and the guiding catheter. Nothing remains in the patient. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported deflation issue could not be determined; however, the reported difficulty removing the device and separation appear to be related to user error/operational context. In this case, it is likely that the combination of the instructions for use (IFU) deviation and the clinical situation contributed to the reported difficulty removing the device and separation. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, a conclusive cause for the reported deflation issue could not be determined since the device was not returned for analysis. Additionally, it is likely that the reported deflation issue contributed to the resistance met during removal since the balloon would not fully deflate and upon further manipulation and excessive force, the device ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated from yes to no.